Event description:
It was reported that the device was discarded, due to a leak. No additional information has been provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.